Manufacturer narrative:
(B)(4). Concomitant medical products: 113630,comprehensive humeral stem¿mini,649580. 118001,versa-dial taper adaptor,800680. 113954,modular hybrid glenoid base,255580. Pt-113950,modular hybrid glenoid post¿regenerex,728040. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07630, 0001825034-2018-07631, 0001825034-2018-07634, 0001825034-2018-07635. Patient not revised.

Event description:
It was reported that the patient had an initial comprehensive total shoulder procedure. Subsequently, one day following the primary procedure, the patient experienced near syncope/dizziness due to an episode of bradycardia. No additional patient consequences were reported.

Manufacturer narrative:
Upon reassessment of the reported event,  this report should be voided as it was determined to be a duplicate of MFR number 0001825034-2015-02712.

Event description:
Upon reassessment of the reported event,  this report should be voided as it was determined to be a duplicate of MFR number 0001825034-2015-02712.